Event description:
The manufacturer received information alleging a trilogy evo ventilator failed to work on ac. The device was not in use on a patient at the time of the occurrence. The device was returned to a third-party service center for evaluation. If any additional information is received, a follow-up report will be filed.